Event description:
Customer reported IV set leaked during an infusion of chemotherapy medication. The chemotherapy leaked onto the pt's arm and bedding. The pt's arm was cleansed with soap and water and the bedding was changed. No pt or staff harm reported. No additional event info provided.

Manufacturer narrative:
(B)(4). Product evaluated and customer's report of a leak was confirmed. Functional testing confirmed a leak from a hole in the drip chamber. The root cause of the hole was identified as a supplier issue during mfg. The lot number was not identified. Based upon the smartsite valve laser number, set was mfg between 07/09/2010 and 07/12/2010 with an expiration date of 07/2015.